Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient observed a discrepancy between cgm and blood glucose fingerstick (bgfs) readings. The cgm displayed a glucose level of 145 mg/dl, while the bgfs reading was 72 mg/dl, indicating hypoglycemia. In response to the low bgfs value and associated symptoms, the patient self-administered a gvoke (glucagon) pen. The severity of symptoms experienced at the time was reviewed during the follow-up call. The patient is currently using the omnipod 5 closed-loop insulin delivery system. There is no documentation of further medical evaluation or intervention following the event. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information h11 additional narrative this is 8 of 8 reports for the same patient. Related records: (B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, a correction was updated on 06/26/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient observed a discrepancy between cgm and blood glucose fingerstick (bgfs) readings. The cgm displayed a glucose level of 145 mg/dl, while the bgfs reading was 72 mg/dl, indicating hypoglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).